Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station hardware failed, the pyxis screen was blue, and the medstations was unable to communicate to the bus. The customer stated that this malfunction caused a delay in dispensing medication to the patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station hardware was failed, it was unable to communicate to the bus and stuck with blue screen issue. The field service engineer (fse) had resolved the issue by reseating the cable on matrix drawer 1 and tested its functionality within the application. The system functioned as intended after the field service engineer repaired the device.